Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve via the left femoral artery access route, the valve was recaptured one time for an unspecified reason. Two days following the valve implant, anemia (hemoglobin reduction) occurred. The patient was transfused with 1 unit of blood. The patient was discharged seven days after the implant procedure. No additional adverse patient effects were reported. Additional information was received that moderate anterior paravalvular leak (pvl) was noted and no treatment was reported.